Manufacturer narrative:
It was reported that the citadel bed platform moved to the upright position about 30 degrees without any command given by the user. The event occurred when the patient was on the bed. No injury was sustained. The device was evaluated by an arjo representative after the event. The device test result confirmed that one of the buttons on the nurse control panel was intermittently stuck causing the bed to raise to a chair position. The nurse control panels, located on the outside panels of the side rails, provide full control of all the bed¿s functions. The arjo technician replaced the nurse control unit and the bed's proper functionality was confirmed during testing. To sum up, while the event occurred, the device was used for patient treatment. The system failed to meet its performance specification since unintended movement occurred. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.

Manufacturer narrative:
Additional information provided upon investigation conclusion.

Event description:
Following the information provided, there was an allegation from the customer of an unintended movement of the bed. It was reported that the bed moved up by itself without any command given. No injury was reported.